Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The y-valve assembly may have had a small air leak. When the analyzer had been idle for a while, air bubbles may have accumulated due to the air leak in the y-valve assembly. The air bubble inside the y-valve assembly caused an insufficient sample aspiration and resulted in incorrectly low results for all parameters for the initial sample run. The following sample runs (repeat runs) generated the expected results because there was not enough idle time for the leaking y-valve assembly to form another air bubble(s) and affect the aspiration of the following sample(s). Replacement of the y-valve assembly resolved the issue. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely depressed hemoglobin result on the cell-dyn ruby analyzer the following data was provided: initial 4.0 g/dl in the closed mode. The sample was repeated in the open mode with a result of 8.0 g/dl and repeated in the closed mode with a result of 8.0 g/dl. The result of 8.0 g/dl was consistent with the patient history. There was no report of impact to patient management. The y-valve was replaced which appears to have resolved the instrument error messages and customer issue.